Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after the treatment. According to quick user manual the user used energy settings which are also within the defined recommended arrangement of pulse energy. During the complete day the user renewed the energy check so all treatments were performed in the required time range. The logfile shows no error or relevant warning messages during the complete day and also the energy stayed stable and showed no abnormalities. No problem with the system can be identified by reviewing the logfiles. No technical root cause could be identified as the product was found to be within specifications. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A risk manager reported uncomplicated lasik treatment of the right eye; one day following it was noted that the patient had striae. The flap was lifted and stretched. Additional information will be provided by the facility as it becomes available.